Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint, and completed the device evaluation. Failure analysis confirmed the reported complaint. The pch instrument failed the electrical continuity test. There was no damage to the conductor cap or the conductor wire weld. The instrument was found to have damage of the conductor wire¿s insulation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Log review shows the permanent cautery hook instrument (part # 470183-14; lot # n10200227-0003) was last used on (B)(6) 2020 on system sk2017. The instrument had 6 uses remaining. No images, or videos were shared for the event. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the permanent cautery hook instrument would not fire properly after 4 lives and the instrument's conductor wire was found to have damage to the insulation. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook (pch) instrument would not fire properly after 4 lives. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the instrument did not work after working successfully in 4 prior cases. There was no arcing, smoke, or flash when they used the instrument. A backup pch instrument was used to continue the procedure. There was only a 1-2 minute delay in the procedure due to opening up a new pch instrument. The robotics coordinator was not able to provide any patient information.

Manufacturer narrative:
12 - the advanced failure analysis engineer re-tested the instrument for electrical continuity and confirmed that electrical continuity failed with no visible breakage at the conductor wire at the distal end. The instrument housing was removed and the wire was found broken at the interface with the metal connector pin, within the heat shrink tubing. Wire breakage is the cause of cautery not being functional. Heat shrink tubing did not exhibit melting, but there was a black, ashy appearance within the tube, suggesting some material became burned. User does not have access to back end internal components, so it is unlikely the damaged wire was a result of mishandling. Wire breakage may potentially be manufacturing related.